Event description:
Information was received from an a healthcare provider via a manufacturing representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the hcp stated that the patient is scheduled for explant due to sciatic pain that the patient feels is related to the device. The hcp was unaware of any falls. There was no troubleshooting. The patient was just scheduled for an explant per their request due to sciatic pain. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.